Manufacturer narrative:
A patient passed away due to developing pneumonia was reported to abbott. It was confirmed that during a trial procedure general anesthesia was used to implant the trial leads. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Related manufacturing numbers: 1627487-2021-14634. It was reported that the patient passed away on (B)(6) 2021 due to developing pneumonia. It was confirmed that during a trial procedure general anesthesia was used to implant the trial leads.